Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/05/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the was cut in two pieces. Loose fibers/particles and residue of lubricant material were observed on the lens pieces related to the handling of the unit out of a sterile environment. Both haptics were observed detached. The condition of the returned lens was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after taking out the intraocular lens (iol) from the lens case, the lens started cracking through the whole diameter of the optic. No further information was provided.